Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed which dislodged the valve out of the annulus. The valve looked contained with mild paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.